Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg was lying around the pocket site. The patient underwent a revision procedure wherein the ipg was relocated.